Event description:
I was placing a PICC [peripherally inserted central catheter] line and when I threaded the line over the wire the line would not go past the 1cm mark. I tried to over the wire again thinking the wire was going through the white lumen, and had the same problem, line felt tighter than it should have. At this point I did not know if it was the wire or the line. I had my partner hand me a new 2.6fr line and line threaded fine over the wire. While troubling shooting getting the line placed, I felt the patient was bleeding more than normal and had the bedside rn [redacted], call the team to bedside. [Redacted] was concerned that it may be arterial and ordered an istat gas. That showed that we were in a vein. By this time, I was holding pressure on the site 10-15 min and the patient had stopped bleeding by then. If the first line didn't have problems threading, I don't think bleeding would've been an issue.